Event description:
According to the event description: wrong rate, wrong diluent. Patient was ongoing IV d10% (20.8mls/hr) and IV sodium bicarb in d5% (143.75mls/hr) infusion at same time. Ard 630pm, noticed the rate of IV sodium bicarb in d5% was "weird". When staff track back, noticed the infusion tubing was connected to d10% instead if IV sodium bicarb in d5%. Infusion was stopped. Doctor was informed. Cbg taken 8.9mmols. Background: patient am serum glucose was 3.8mmols. IV d10 and IV kcl in ns 500mls was ordered and started at 2pm simultaneously. Likely manipulated wrong pump setting.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The investigation is based on the history files provided. On the 17.04.2026 the drug "d5%" was selected from the drug library at 03:59pm. A vtbi of 575ml and a time of 4h was set. The therapy started at 04:00pm with a flow rate of 143.70ml/h. At 06:28pm the therapy stopped. In total 354.15ml were infused. A reset of the therapy was performed on the pump at 06:40pm. The drug "d10%" was selected from the drug library at 06:40pm. A flow rate of 20.80ml/h and a vtbi of 100ml was set at 06:41pm. The therapy started with a flow rate of 20.80ml/h. At 08:22pm the therapy stopped, and the door was opened at 08:25pm. In total 35.05ml were infused. According to the information in the description of the malfunction, the tubing was connected to d10% instead of d5% sodium bicarb. The defect is caused by a wrong handling. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.